Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had partial display. The customer¿s blood glucose level was unknown. The customer also reported that there was white line across the display screen and insulin pump was bumped. The insulin pump will be returned for analysis.

Manufacturer narrative:
No missing segments/partial display anomalies noted during testing. Device passed displacement test and selftest.